Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the wake button was unresponsive. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. The customer's blood glucose was 200-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.